Event description:
The patient reported that they were having fainting spells and black outs. He further reports that he is having trouble with his speech. The patient stated that the pump is "working great". The patient has been referred to a neurologist and it is reported that they will be running tests for multiple sclerosis. Additional information has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional information is received.

Manufacturer narrative:
.